Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2017, and determined that the instrument test well images in question were visually consistent for an erroneous instrument output of abo blood type b.

Event description:
On (B)(6) 2017, a customer reported an unexpected abo mistype on a galileo echo instrument, when tested on (B)(6) 2017.